Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with their insulin pump. The insulin pump was alarming, they had lost settings, and when they tried to rewind they would receive a motor error alarm. The customer's blood glucose level was 116 mg/dl. Troubleshooting was performed. It was noted that the insulin pump was exposed to a magnetic resonance imaging machine. The customer also reported of a motor position encoder error alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motor position encoder error alarm due to motor error alarm. No lost setting anomaly noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.